Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose ran high and that she could not get the insulin pump to deliver insulin. The blood glucose reading was 507 mg/dl. The drive support cap appeared normal. The insertion site was not sore or irritated. She declined further troubleshooting and was advised to change the entire set, reservoir, and insulin and treat per a health care professional's instruction. The insulin pump was not returned or replaced.